Manufacturer narrative:
The product has not been returned for evaluation. Should additional information become available, a follow-up report will be submitted. Batch review results for lot #h00g13032 were found to be within specification requirements.

Event description:
Cryocyte bag was filled with 34ml of a product and frozen overnight in a freezer at -150 degrees c, afterwards the product was stored in carton boxes on metal rack and transferred into cyro-tank. Product was stored for 18 months. Bag burst during storage period in liquid nitrogen. Patient was transplanted on (B)(6) 2002 but did not receive any product from this bag. Patient had enough stem cells for engraftment. No adverse events were reported related to the event. No additional information has been received, though information has been requested.